Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not have consistent communication with devices. It was also reported that the display screen of the programmer would often freeze. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported communication or the screen freezing issues. Analysis noted that the lower display hinges were not secure and the left keyboard hinge was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not have consistent communication with devices. It was also reported that the display screen of the programmer would often freeze. The programmer has been returned for repair. There was no patient involvement.